Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the central control monitor (ccm) to boot-up to a blank screen. Replacement of customer flat panel interface node controller (fpinc) board with lab-use only (luo) fpinc board restored ccm functionality determining customer fpinc board was defective. Visual inspection of the fpinc board revealed no anomalies. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinical summary on (B)(6) 2015: per the subsidiary site product manger, the perfusionist (ccp) who was running the case, stated that there was a delay in the set-up for the case, that it was a technical issue not a clinical issue. The case was completed successfully and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The customer is utilizing the subsidiary site's demo ccm.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) flickered and then went blank. The surgical procedure was completed successfully although there was a delay. There was no blood loss nor adverse consequences to the patient. The device was replaced later once a replacement/loaner was available.